Event description:
It was reported that the patient received an inappropriate hv shock due to t-wave oversensing. R-wave undersensing was also observed. Both sensing issues were seen on stored egms. No further information is available.

Manufacturer narrative:
Na